Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600s mg/dl and diabetic ketoacidosis; cause was not known. Customer administered a bolus via the pump and a manual injection to address the issue and went to the emergency room with moderate ketones. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin and potassium. Customer was discharged the same day with the issue resolved and no permanent damage. Customer declined troubleshooting with tandem technical support and declined to provide further information.